Manufacturer narrative:
(B) (4). The analysis is pending.

Event description:
During a pacemaker replacement procedure due to an infection, a connection issue was indicated by the physician associated to supplemental reply brand screwdrivers (separate accessory) from lot number cp09071405. Two screwdrivers were taken out from their box to be used for the pacemaker removal procedure, and the shafts were found to be unstable before use.